Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the atrial lead couldn¿t be fully inserted into the atrium because the tine angle of the lead was defective. The lead was replaced, and the procedure completed successfully. There were no adverse consequences to the patient.